Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. Therefore, no assignable cause could be provided since the device passed all tests per procedure. No repair was necessary for the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility reported a colleague infusion pump that experienced failure code 810:11. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.